Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. Update to d9 and h3. The 14fr esheath was returned for examination. A visual examination found that the sheath liner was fully expanded, as designed, the sheath shaft was slightly curved. The distal tip opened as designed but with some hdpe stretching. Scratches were observed along the sheath shaft and the valve struts were exposed through the skirt on the inflow side. Dimensional testing indicated that the outer diameter was in specification. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for inability to advance through the sheath and difficulty to advance through the sheath was confirmed. An existing technical summary captures the root cause analysis for complaints evaluated for resistance with the delivery system and valve frame damage as a result of increased push force. The root causes identified in technical summary were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. As per returned device, the sheath shaft was slightly curved. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. As per returned device, the sheath shaft had scratches. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. As reported, as per the medical opinion, the root cause of the event was the patient's "old artery that would not stretch." The presence of the above factors can create a challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in the manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, an assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. In this case, available information suggests that patient factors (tortuosity and stiff vessel) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaints for difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in a high push force has been previously identified in product risk assessment (pra).

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported from our edwards affiliates in canada, during a tavr procedure using a 23mm sapien 3 ultra via transfemoral approach, the valve was not able to be advanced through the esheath. Therefore, the valve was taken out with the loader. The esheath was ballooned with a 6mm mustang and a second 23mm spaien 3 ultra valve was advanced with a lot of effort through the esheath. The valve was successfully deployed. After the esheath was removed, the femoral artery had a breach and was leaking. The decision was made to esheath dilated with a 6 mm balloon and then another mustang 6 mm balloon. However, a small leak was still observed so the artery was stented with a covered 6 mm stent with good result. The patient was fine post-procedure. Per report, the femoral arteries had a small diameter of 6 mm and was not calcified.